Manufacturer narrative:
The device was returned to zoll netherlands for evaluation. The customer's report was duplicated and attributed to system interconnection cable that was not seated to the proper connector. The cable was connected properly to resolve the report. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.